Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient had not used nor charged the device in at least two years. The patient's scs ipg was replaced without complications and stimulation therapy restored postoperatively.

Manufacturer narrative:
Labeling review: protégé implantable pulse generator (ipg) manual states the following - "warning: do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy."